Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was froze when attending emergency dispense and customer tried to reboot it, but issue still persisted. A field service engineer rebooted and fully powered down the station, performing transactions between each cycle to verify stability. No frozen screen issues reoccurred. All cabling was reviewed to ensure proper connections, and server settings for critical override were checked and found appropriate. The customer was advised to monitor the station and contact support if the issue returns. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es was froze while attending emergency dispense and customer tried to reboot it, but issue still persisted. There were no adverse events or injuries reported based on this incident.